Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted in a patient with aortic stenosis (as) and severely calcified sinus of valsalva. After releasing the aortic cross clamp, left ventricular was slow and transvalvular leakage was observed on echocardiography. Incomplete coaptation of the right coronary cusp (rcc) had not been obtained when the aorta was re-clamped. The surgeon elected to explant the valve and a 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted without complications. Post-operatively, the patient is reported to be stable.

Manufacturer narrative:
The valve was returned due to transvalvular leakage and incomplete coaptation noted at the time of initial implant. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated that the patient had a "severely calcified sinus of valsalva," and a smaller (21mm) valve was subsequently implanted.